Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged housing was confirmed. The returned power module, serial#: (B)(4), was evaluated on 20oct2020. The reported event of damaged housing was confirmed. Visual inspection of the housing revealed damage to the bottom and top cover, front label, and battery door. The housing was replaced. The power module was functionally tested without any issue and underwent preventative maintenance. The device was returned to the customer. A root cause of the reported event was not determined through this analysis. Device history records were reviewed, and showed no deviations from manufacturing or quality assurance specifications. The power module instructions for use (IFU) instructs the user on how to routinely inspect, clean, and maintain the power module. Section 2, entitled, 'setting up the power module (pm) prior to use', informs the patient not to use a power module that appears damaged, and to obtain a replacement if needed. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module was returned to the distributor for routine maintenance, and the technician noticed a broken housing. The device was to be returned to the manufacturer.